Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the suction irrigator instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The distal grip tip assembly was broken and completely missing from the distal end. The missing pieces were not returned with the instrument. The snake wrist disk was missing, and snake wrist cables were retracted inside the main tube. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, that the suction irrigator instrument needed to be removed from the arm, but it could not be extracted from the trocar tip due to the metal tip being bent or misaligned. The doctor and representative in the room determined that the safest method to remove it from the patient was to take it out along with the trocar. The procedure was completed with no reported injury.